Event description:
It was reported that while changing the catheter dressing a large amount of air was suddenly sucked into the arterial lumen of the bloodline. A 1/2 inch tear was found in the arterial lumen of the catheter. As the blood was being slowly returned to the pt through the venous lumen, the venous lumen began leaking. The catheter was clamped and the pt was sent to the ER for treatment. The pt returned to the dialysis unit later the same day with a new catheter in stable condition.